Manufacturer narrative:
Case under investigation. Hamilton medical ag reference number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: reusable expiratory valve (pn:160245) for hamilton-c6 after the reprocessing process, the membrane sticks to the valve body, which is not checked during the leak test. An occlusion alarm appears immediately when ventilation is started. No patient involvement.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defect expiratory valve which was replaced. There was no patient or user harm. Hamilton medical ag reference number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: reusable expiratory valve pn:(B)(4) for hamilton-c6 after the reprocessing process, the membrane sticks to the valve body, which is not checked during the leak test. An occlusion alarm appears immediately when ventilation is started. No patient involvement.